Event description:
It was reported that the patient presented via merlin.net transmission. The pulse generator exhibited intermittent telemetry. There were no adverse consequences to the patient. No medical intervention or patient symptoms were reported.